Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex (lcx) with moderate calcification and moderate tortuosity. Pre-dilation was performed with an unspecified 2.0mm balloon dilatation catheter. The 2.5x28mm xience sierra stent was implanted. During post dilation with an unspecified 2.5mm non-complaint (nc) balloon dilatation catheter, a dissection was noted at the distal edge of the stent. A 2.5x15mm xience sierra stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.